Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No additional information has been provided/submitted to the manufacturer for an evaluation to be conducted. No additional information provided.

Event description:
A site representative reported that, while outside of a procedure, the navigation system was imprecise and that an error message appeared. There was no patient present when this issue was identified. No additional information was provided.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue could not be reproduced. The system then passed the system checkout and was found to be fully functional.

Manufacturer narrative:
Correction: the system number was corrected to reflect the correct system.

Manufacturer narrative:
Correction: corrected event description. Initial reporter corrected. Patient demographics corrected. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a fusion system being used for an ear, nose & throat (ent) procedure. It was reported that it was not possible to have a correct navigation. They think that the hard disk is to full. Further investigation found that the partition was full, but a reboot of the system resolved the issue. This allowed the patient exam to be loaded and registration to e successful. Navigation was then used without issue. There was no patient impact reported and a 30 minute delay to surgery.